Manufacturer narrative:
The reagent lot number was 81997601 with an expiration date of 30-apr-2026. The calibration was acceptable. The field service representative checked the rinse mechanism and cleaned the sample probe, which appeared to resolve the issue. He performed mechanism checks and a precision test with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results for 2 patient samples on a cobas 8000 cobas c 502 module. Sample 1: the initial result was 13.8 %, and the repeated result was 6.5 %. Sample 2: the initial result was 14.2 %, and the repeated result was 6.4 %. The samples were repeated because the initial results did not match the clinical status of the patients. The repeated results were believed to be correct.